Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was wrong and time was off by 8 minutes on the screen when removing medication. A technical support specialist (tss) received the case and confirmed that the customer was experiencing a time issue and required a server reboot. After permission was granted, remote access was established to device. Following knowledge article time is incorrect on console or station correct time manually and knowledge article device time is incorrect, the time zone was checked and confirmed as cst. The system time was adjusted, correcting an 8 to 9 minute delay. The server reboot was scheduled. After calling the customer, the server was accessed and the reboot process was performed according to knowledge article. Services and extract transform load were stopped and disabled as instructed, and the server was rebooted with windows updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was off by about 8 minutes on the screen which prevented nurses from removing medications on time. The customer stated that this malfunction occurred while dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.